Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, the buttons did not respond and it was further noted that the battery contacts were contaminated. Affected parts were replaced, the battery contacts were cleaned, the main board was calibrated and the device passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the buttons on the external pulse generator were unresponsive. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.